Manufacturer narrative:
The insulin pump was unable to communicate with test glucose meter and failed self test alarm during self test due to faulty board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, and unexpected restart error test. No cleared alarm noted during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they received a cleared alarm. The customer reported that they found a failed self test on the alarm history. The customer's blood glucose was unknown at the time of incident. The customer stated that the bolus amount was recorded on the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.